Event description:
The customer called for help with her contour meter. She alleged that a control test was performed at the clinic and a result of "lo" was received. The normal control range was 101-139 mg/dl. No adverse events were alleged. The customer was in a hurry and unable to troubleshoot further. She ended the call. No product will be returned.